Event description:
It was reported that a spectrum infusion pump had a broken keypad (automatic output of #3 key found during evaluation). This was found during preventative maintenance inspection. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported broken keypad, which was confirmed and reproduced. The device evaluation #4, #5, #6, #7, #8 and the #9 key to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #3 key would occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with th mdl drug search). The failed keypad was replaced. Baxter was initiated a CAPA to further investigate this issue.